Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® aaa endoprosthesis. On a later date, the patient presented with a type ib endoleak and aneurysm expansion. The patient was treated with the implantation of a gore® excluder® iliac branch endoprosthesis (ceb) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx). It was stated that the 11 mm x 79 mm vbx-device was chosen as a connection bridge between a previously deployed ceb device and an 8l vbx-device, which was further released within the right gluteal artery in order to exclude an iia aneurysm. It was planned a deployment of a ceb device, which was completed with a vbx-device inserted through the right axillary artery. After cannulation, an 8 fr cook flexor introducer sheath was inserted: the vbx-device (bxa117902e) could not advance through the introducer sheath and had to be exchanged with an 8l x 79 vbx-device, which was correctly advanced and deployed. The internal iliac artery aneurysm was successfully excluded and there was no report of patient harm.

Manufacturer narrative:
D10: gore® viabahn® vbx balloon expandable endoprosthesis - bxa117902e - sn (B)(6) gore® excluder® iliac branch endoprosthesis, cook flexor® introducer. H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® aaa endoprosthesis (excluder device). On (B)(6) 2023, the patient presented with a type ib endoleak and an expansion of the right internal iliac artery aneurysm which was not treated previously. The patient was treated with a gore® excluder® iliac branch endoprosthesis (ceb device) extending the excluder device into the right external iliac artery and the right internal iliac artery. Furthermore, one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was released within the right gluteal artery and one further vbx device was implanted as a bridging device between the ceb device and the vbx device in order to successfully exclude the right internal iliac artery aneurysm.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.